Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment for the peritonitis were not reported. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient was recovered from the peritonitis. At the time of this report, physioneal therapy was ongoing. No additional information is available.